Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, eccentric mid circumflex. The 3.5x15 mm nc trek balloon was being used for predilatation; however, the balloon ruptured on the first inflation at 6 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a separated inner member was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.